Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Peer/ supervisor reviewer.

Event description:
Patient reported through consumer reporting "recall". Healthcare professional later reported "capsular contracture baker grade I and malposition superior". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.6b., h.6.

Event description:
Patient reported through consumer reporting "recall". Healthcare professional later reported "capsular contracture baker grade I and malposition superior". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Continued e1 -- alternate phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "malposition superior".

Event description:
Patient reported through consumer reporting "recall". Healthcare professional later reported "capsular contracture baker grade I and malposition superior". This record is for the left side. The device remains implanted.